Manufacturer narrative:
The insulin pump had intermittent button response due to corroded display board. Traces of moisture were noted at motor assembly per visual inspection. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported the customer had a button not working on their insulin pump. Then the customer stated that the insulin pump fell into a lake and cracked toward the right upper corner of the screen. Customers blood glucose level was reported at 63 mg/dl. The product is being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.